Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was unable to verify for back light anomaly and perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no button response. The insulin pump received with minor scratched display window, cracked display window corner, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm that they were unable to clear. The customer's blood glucose was 554 mg/dl. Customer treated their blood glucose with an injection. The customer also reported the keypad was unresponsive on the insulin pump. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.